Event description:
It was reported that the communicator power cord broke off and started to smoke. A boston scientific company representative opted to send the communicator. The communicator is no longer in service. No adverse patient effects were reported.